Event description:
Possible contribution of pulmonary artery catheter in pt's expiration. Emergent chest x-ray on 2/23 obtained when she developed hemoptysis immediately following pulmonary artery catheter wedging; x-ray found catheter coiled and far out in the left pulmonary artery. Catheter was withdrawn. Pt coded and expired same day following open chest code.